Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Patient's father reports that their smart device is connected. Dexcom representative advised patient's father to turn off bluetooth connection and all background applications, then shutdown receiver and wait for the receiver to connect. No additional patient or event information is available.